Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Deflation: observed partial delamination in the valve assessed as adhesive failure. Pain: unable to observe as it is not related to the device. As per the investigation procedures observed broken in the plug strap assessed as surgical damage and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side deflation. Healthcare professional later reported "pain" and "textured implants." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported left side deflation. Healthcare professional later reported "pain" and "textured implants." Device has been explanted and replaced.

Event description:
Healthcare professional reported, left side deflation. Healthcare professional, later reported, "pain" and "textured implants". Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28 oct 2005. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.